Manufacturer narrative:
Device investigation did not reveal any device defect, which is expected to have been present whilst implanted. Based on device investigation results and in-situ measurements, the reported intermittency in hearing was most likely due to new bone growth over the reference electrode. Damages found during investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The patient reported intermittency in hearing and loudness changes despite wearing a new and fully functioning audioprocessor. No product deficiency is alleged.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported intermittency in hearing and loudness changes despite wearing a new and fully functioning audio processor. No product deficiency is alleged.